Manufacturer narrative:
(B)(4). Concomitant medical products: architect ict pre-amp board photo coupler lots 0834 and 0840. Evaluation, conclusion: (B)(4) new washing process impacted the long term reliability of the photo couplers which degrade slowly over time. The cause of the architect analyzer photo coupler degradation issue was due to a new manufacturing washing process implemented by the supplier. Abbott issued a product correction letter to all customers with affected instrument serial numbers and implemented a (B)(4) to inspect (B)(4) and replace if needed.

Event description:
Abbott field service inspected the architect analyzer at the customer facility per (B)(4) and replaced the architect ict pre-amp board as required. There was no impact to patient management.